Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a short term catheter had an external blood and fluid leakage that was detected at the return line in the white y piece. The catheter was inserted in the patient with no problems observed and fixed with seam and transparent dressing. However, after eight days of use it was noted that the catheter had a break or crack between the venous shaft and the y-hub. This issue was reported to have led to approximately 10ml of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The issue was noted after the catheter was in use for eleven days. The catheter had been fixed by seam and an advanced securement dressing. The line was fixed using a hook-and-loop fastener and clamps. After the issue was noted, a new catheter was inserted and treatment was restarted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video was provided by the customer and a leakage at the venous extension line was verified. No detail about the broken line is shown in the video. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.